Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of the sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: bd barricor separator not moved after centrifugation bd barricor mechanical separator did not move after centrifugation. Customer is a bd barricor user and uses these tubes a lot. This incident only occurred with this lot number (up to now) and not with other lot numbers. Tubes are centrifuged at 5 minutes 3000g. One of the affected tubes was even centrifuged twice, still no movement of the separator.

Manufacturer narrative:
H6: investigation summary bd did receive 5 photographs from the customer in support of this complaint. The attached photographs show separator don't stick in the middle between plasma and red cells but above the plasma. Additionally, 4 retention samples from the bd inventory were functionally tested and the customer¿s indicated failure mode of separator failure was not observed as all 4 tubes were found to have good separation and, the mechanical separators performed as expected. Bd was able to confirm the customer¿s indicated failure mode based on the photographs attached however, a definitive root cause could be established for the reported defect as the customer samples were not available for evaluation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of the sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: bd barricor separator not moved after centrifugation bd barricor mechanical sepperator did not move after centrifugation. Customer is a bd barricor user and uses these tubes a lot. This incident only occurred with this lot number (up to now) and not with other lot numbers. Tubes are centrifuged at 5 minutes 3000g one of the affected tubes was even centrifuged twice, still no movement of the sepperator.